Event description:
It was reported that during a lap bowel resection procedure, the surgeon tested the device prior to using it on the patient and after closing the jaws, they would not reopen. A new device was opened to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one ec45a device was returned in good visual condition and with no cartridge reload loaded on the device. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? None. What location on the tissue was being stapled? Na. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? ? During which firing stroke did the event occur? Unk. What colour cartridge was being used? Unk. What other colour cartridges were used before and after this event? Before. Was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? No. Were any unexpected noises heard? Unk. Were any of the forces higher or lower than expected (closing, opening or firing)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions without intervention? Unk. Was there any difficulty removing the device from tissue? No. Does the patient have any relevant history of surgical treatments? No. Has the patient recently had radiation or chemotherapy? Unk. How long has the surgeon been using this device for this procedure (in years)? Unk. Was there a recent conversion to ees devices in this account /surgeon? Yes. Is there any other additional information you would like to share about this device/procedure? Surgeon tested device prior to use and could not re-open jaws after closing.